Event description:
The customer reported receiving a reading of 148 mg/dl on their freestyle lite meter which was higher than they felt. The customer experienced a loss of consciousness. The paramedics were called and they received an unknown lower glucose reading on their meter. The customer was treated with unknown intravenous fluids to increase their glucose level and self treated with food and juice to help counteract the medical event. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Event description:
It is reported that during attempts to recannulate a 70-80% occluded and calcified iliac artery with a cordis storq wire and a 4 fr diagnostic catheter by omni flush by angiodynamics, a dissection occurred within the vessel wall and the physician was unable to pass the wire to the reconstituting distal vessel. Access was made with a wire left from the femoral artery into the dissection plane and then once again, an attempt was made from the aortic catheter to recannulate the occluded artery, which was successful. During balloon angioplasty and with the first inflation of a powerflex p3 balloon catheter at 5 atm it ruptured. When the physician tried to pull the balloon out of the patient, it snagged within the ruptured area and separated into the patient. The patient was taken to surgery and the balloon was successfully removed. The patient was in stable condition after the procedure. Initially in the procedure there was difficulty advancing the balloon catheter through the vessel and also crossing the lesion. The balloon was also in an acute bend during the procedure.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in the meter's memory during the time of the reported event. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.